Event description:
It was suggested to the patient to find a new neurosurgeon. The surgeon who implanted the first pump would no longer deal with her pump. The catheter was still floating around. The patient was told by the physician that the catheter could not be removed because there was no piece of the catheter that the physician could catch to take it out and that it was too dangerous/very hard to remove.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date of explant is approximate. Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
The following information was previously reported in manufacturer's report # 3004209178-2013-07377-001. Additional review determined it was a separate event. [After that surgery, the patient still wasn¿t getting relief, because medication couldn¿t be put in the pump. The physician couldn¿t refill the pump, even with the aid of an ¿x-ray machine¿. There had only been one successful refill, but it had resulted with the patient being ¿stabbed¿ about fifteen times in the stomach. At the time of report, the pump had been ¿shut down¿ and there was nothing in it. It was stated that the patient was scheduled for a myelogram on the following monday, but she wasn¿t sure if she¿d want to have the pump fixed if there was something wrong with it. The patient had suffered so much and could no longer stand more than five to ten minutes.] [It was reported that the patient was seeing a new physician who was helping her as much as he could. It was also stated that the pump was off. It was indicated that the patient had been fighting with pain for over a year.] [It was also indicated that the patient was dissatisfied with her hcp service as she had been treated badly by one physician. Another physician couldn¿t refill the pump and ¿butchered¿ the patient ¿like an animal¿. He reportedly used an x-ray and still couldn¿t refill it with two manufacturer representatives there. For another refill, a nurse poked the patient 15 times, drew blood, and stuck it in the pump.] Additional information reported the patient was in crucial pain from waist to toes; their legs hurt and were numb. The patient cannot stand on her left leg more than ten minutes. The patient is on strong pain medicines. During the first pump refill about one to two months after the pump was implanted the hcp filling the pump could not find pump refill port. The patient was poked 15 times and at one point withdrew blood and pushed the blood back into the patient¿s body. The physician attempted to refill the pump under an x-ray machine but could not find refill port. Around (B)(6) 2013 the physician could not fill the pump. The physician was never able to find the pump refill port. Patient felt as if they butchered her. Within the last couple of months the patient underwent magnetic resonance imaging (MRI) and monograms due to pump refill issues. The pump was never checked to see if it was facing the wrong direction. The patient was in constant pain. The pump was explanted 5 weeks ago. The patient was following up with a new physician. The pump was delivering bupivacaine and morphine.

Manufacturer narrative:
Product ID unknown, serial# unknown; product type catheter. (B)(4).

Event description:
Additional review found the previously reported information [the catheter was still floating around. The patient was told by the physician that the catheter could not be removed because there was no piece of the catheter that the physician could catch to take it out and that it was too dangerous/very hard to remove] pertained to manufacturer report # 3004209178-2013-07377.